Manufacturer narrative:
The target lesion was de novo and slightly tortuous, but was not calcified. Radial approach was chosen for the procedure. Concomitant medical products: heartrail jl4 guide catheter, 3.0 x 15mm firestar balloon, 3.0 x 20mm tazuna balloon and 3.5 x 23mm xience stent. Information received from an affiliate indicated that inflation difficulty was encountered while attempting to inflate a firestar balloon and contrast medium was noted coming from the guidewire lumen when the device as flushed with heparin. The information received indicated that the patient was admitted emergently with a 90% stenosis in the distal left circumflex. The target lesion was de novo and slightly tortuous, but was not calcified. A 3.0 x 15mm firestar balloon was delivered to the target lesion. There was no friction delivering the product to the lesion. While inflating the balloon, the pressure would not properly increase. Therefore, the balloon was retrieved from the patient. And while flushing the unit with heparin, leakage of the contrast medium was observed from the guidewire exit port of the firestar. Therefore, the physician stopped using the balloon and a 3.0 x 20mm tazuna balloon was used, a xience stent was implanted at the target lesion, and the procedure was completed successfully. The maximum inflation pressure applied during pre-dilation was 8atm. The physician felt that the inflation of the balloon was slow, when the pressure was increasing at around 6-8atm. It was unknown how many times the balloon was inflated prior to the difficulty experienced. There was no report of patient injury and the device was discarded. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the customer reported complaint of leakage could not be confirmed. With the limited information provided it is not possible to determine what factors may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no action is required.

Event description:
The information received indicated that the patient was admitted emergently with a 90% stenosis in the distal left circumflex. A 3.0 x 15mm firestar balloon was delivered to the target lesion. There was no friction delivering the product to the lesion. While inflating the balloon, the pressure would not properly increase. Therefore, the balloon was retrieved from the patient. And while flushing the unit with heparin, leakage of the contrast medium was observed from the guidewire exit port of the firestar. Therefore, the physician stopped using the balloon and a 3.0 x 20mm tazuna balloon was used, a xience stent was implanted at the target lesion, and the procedure was completed successfully. The maximum inflation pressure applied during pre-dilation was 8atm. The physician felt that the inflation of the balloon was slow, when the pressure was increasing at around 6-8atm. The physician felt that the inflation was slow, when the pressure was applied at 6-8atm. It was unknown how many times the balloon was inflated prior to the difficulty experienced. There was no patient injury reported. The product was clinically will not be returned for analysis, as it was discarded because the procedure was an emergent case.